Event description:
Lt was reported that the procedure was to treat a lesion located in the left anterior descending (lad) coronary artery that was heavily calcified, moderately tortuous and 95% stenosed. The xience failed to cross due to the anatomy and the stent was noted to be cracked. There was no reported adverse patient effect and no clinically significant delay in the procedure. A new device was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material deformation, deformation due to compressive stress and shaft break were confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, the following information was reported: the stent struts were flared. The stent was not cracked or broken. The shaft may have kinked or may have broke during removal from the patient. No additional information was provided.